Manufacturer narrative:
It was reported that the deltaplush cerecyte microcoil (cpl10025630/g13507) did not detach during attempted embolization of an aneurysm, and the entire coil was pulled without harm to the patient, and the procedure was completed with another micrus product. There was no patient injury reported, and the device is available for analysis, and there was no patient injury reported. No further information was received although multiple attempts were made. Two complaints concerning this microcoil system (g13507) were received separately and will both be addressed. The coil was returned undamaged. The device positioning unit (dpu) passed electrical testing. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured. The sheath was split lengthwise starting at the locking mechanism. The detachment fiber did not receive heat and melt. Using the returned echelon 10 microcatheter, the returned coil was introduced multiple times into the microcatheter with no resistance encountered. The coil was then advanced through and out the distal tip of the microcatheter multiple times with no problems encountered. Upon receipt, the dpu passed electrical testing with resistance at 54.3 ohms and the enpower systems go green light illuminated. The coil was detached on the first detachment cycle. The dpu passed post-detachment electrical testing with resistance at 54.8 ohms. The detachment fiber received heat and melted as designed. Concerning the nondetachment complaint of the coil, the dpu passed electrical testing and the coil detached on the first detachment attempt. Therefore, the root cause of the coils non-detachment cannot be determined. In addition, without the return of the complaint detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event. Concerning the complaint of the coils inability to be advanced through the echelon microcatheter, the most likely contributing factor occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism became embedded inside the v notch of the resheathing tool. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance causing the sheath to be split length- wise and prevented the coil from being to be advanced inside the microcatheter. The returned echelon 10 microcatheter passed inspection and functionality testing. Using the returned echelon 10 microcatheter, the returned coil was introduced multiple times into the microcatheter with no resistance encountered. The complaint coil was then advanced through and out the distal tip of the microcatheter multiple times with no problems encountered. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ in addition, it was found that the echelon 10 microcatheter used in the procedure was free of all defects and was found to be fully functional and did not contribute to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported event of failure was not confirmed, since the coil was detached during the analysis. It was unable to be confirmed that pre-use verification was preformed. Although no definitive conclusion can be made regarding the reported event and damages found during the analysis, it appears that procedural factors/device manipulation may have contributed to the reported failure to detach. With review of the analysis along with the provided information, although no definitive root cause conclusion can be made there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Medwatch report (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that the deltaplush cerecyte microcoil (cpl10025630/g13507) did not detach during attempted embolization of an aneurysm, and the entire coil was pulled without harm to the patient, and the procedure was completed with another micrus product. There was no patient injury reported, and the device is available for analysis, and there was no patient injury reported.

Manufacturer narrative:
The detachment control box used was a dcb enpower (dcb 00000500/f42644), and the cable catalog was ccb00015700 with lot # c10183. Prior to the event, electric check was done, and no low battery light or fault light was seen. All lights illuminated, and there was an audible signal beep. All connections fit properly, and the cable and dcb were used successfully with subsequent coils. No manual attempt to detach the coil was performed. The catheter used was an envoy da .071, 6french. After the event, the coil remained attached to the system.